Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the device worked for three cuts. Then the lights started flashing, the cable hopped, and the device seized and stopped. Another device was used to proceed with the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-01229.